Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a horizontal anatomy with aortic valve measured to be 67 degrees. Prior to the procedure, the patient was described to be in a sick condition. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, at 80 percent, the valve was positioned at a depth of 5mm on the non-coronary cusp (ncc) and 1mm on the left-coronary cusp (lcc). At release, it was at a depth of 3mm on the ncc and 2mm on the lcc and able to be implanted. The nose cone caught (snagged) the valve while it was being pulled out. Post-implant, it migrated into the ascending aorta, so a second 27mm, valve was implanted using a large flexnav ds. On computed tomography (CT), controlled ascending dissection was noted and it was decided to monitor. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The physician believes that the retainer tab may have perforated the area. However, the implanter also classified that this death as being a result of faulty procedural technique. The patient had extended hospitalization. The patient was in a stable condition. On (B)(6) 2026, the patient was scheduled for discharge; however, the patient unfortunately passed away that morning. On follow-up, it was reported that acute bleeding was observed.